Event description:
It was reported that during the implant attempt the lead tip advanced into a minor branch in close proximity to the target branch. The lead could not be removed with counter-traction through the delivery sheath. A new sheath and lv lead was placed successfully. Prior to removing the sheath of the 2nd lead, the stuck lead was again pulled in counter-traction and eventually withdrew from the coronary sinus and found to have a cardiac vein tightly bound to it. It was noted that the patient was part of the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found, the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).